Event description:
This is an elderly critically ill patient in the medical intensive care unit (micu). During the bedside bronchoscopy procedure, the image was noted to be going in and out. The procedure was cancelled and biomed was called to the bedside. Biomed could not resolve the problem. It was determined at that time that the bronchoscope probe was defective. The equipment was exchanged out and the procedure was completed without incident. The probe in question was returned to olympus for diagnostic review. The endoscope was reassembled with a new insertion tube unit. Additional repairs/replacements included a new light guide connector, tension adjustment on control knob, body control unit refurbishment and more. The endoscope has been returned to the facility. Manufacturer response for endoscope, endoscope (per site reporter). The device was fully disassembled and inspected in accordance with olympus standards. Repairs were made, and the probe was returned to the facility.